Event description:
It was reported that after meals the user¿s glucose rose to approximately 401 mg/dl and then declined to 50 mg/dl while using the ilet, and the user was advised that a factory reset might be needed if the pattern continued; troubleshooting and education were provided, and applicable device-use and oral glucose intake were discussed. Investigation included review of available reports and case documentation. Investigation of this case revealed no definitive device malfunction and the cause of the hyperglycemia remained unclear. No clinical symptoms reported for episodes of low glucose, high glucose, and rapidly falling glucose. Outcomes included transient hyperglycemia without reported hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.